Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that an unspecified number of angiocath 22 ga x 1,00 in 0,9 x 25 mm experienced damaged/defective catheters. The following information was provided by the initial reporter: customer reports that the catheter at the time of doing the procedures, are "crumbling".